Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh and additional medical treatment. According to the physician's office, the patient reported stress urinary incontinence post-procedure and was given medication (type of medication unspecified) to treat the incontinence. In (B)(6) of 2012, the patient complained of feeling like her bladder had dropped. However, upon examination by the physician, no complications or erosion were observed. The patient's current condition is reported to be stable. All other information is unknown and unavailable.